Event description:
The hospital reported that during testing for an endoscopic vein harvesting procedure, the scope washer tubing was identified to have broken in half from the c-ring on the vasoview 6 device. A replacement device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation results: visual inspection shows that the scope washer tubing was broken close to the c-ring and the remainder of this tubing was still inside the cannula. Further investigation revealed that the c-ring tubing had been broken through melting. This complaint is confirmed.